Manufacturer narrative:
The index procedure was also prompted by a negative functional ischemia study. The clinical events committee adjudicated that the patient suffered a target vessel mi on the day of the index procedure. The patient was treated with medication. The patient¿s symptoms were resolved.

Manufacturer narrative:
(B)(4).

Event description:
During index procedure the physician implanted one resolute integrity stent in the lad and 2 resolute integrity stents in the rca. The devices were successful. One month post index procedure it was reported that the patient experienced anaemia which was possibly linked to gi bleed. Patient was on dapt at time of event. No action was taken. This event was deemed to be not related to the device. The patient outcome is unresolved and is continuing with the treatment.